Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. According to the information provided the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to lower extremity edema, deep vein thrombosis (dvt), and venous insufficiency. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the patient has experienced clotting, occlusion of the inferior vena cava (ivc,) and post-thrombotic syndrome related to the device. The indication for the device implant as well as the patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurring deep vein thrombosis, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed, nor is it possible to establish a relationship between the reported events and the device. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Venous insufficiency and post-thrombotic syndrome do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the phase two discovery form, the patient has a history of dvt. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-thrombotic syndrome, lower extremity pain, edema, and swollen ankles. The patient was prescribed warfarin, compression stockings, and had an endovenous laser ablation performed. Section h6: patient code '3191' was used as there are no codes available for 'post thrombotic syndrome'.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of hemorrhage while on coumadin therapy. The patient is also reported to have had a recent deep vein thrombosis (dvt). Approximately twelve years after the implantation, the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and post-thrombotic syndrome. The patient is also reported to have undergone an endovenous laser ablation procedure. The patient further reported having experienced lower extremity pain and swelling, abdominal pain and venous insufficiency. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain, swelling, venous insufficiency experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, b3, b4, b5, b7, d1, d4, g3, g6, h1, h2 and h6. As reported a patient underwent placement of a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused lower extremity edema, deep vein thrombosis (dvt), and venous insufficiency. The patient reported clotting, occlusion of the inferior vena cava (ivc) and post-thrombotic syndrome related to the device. Subsequent information provided by the patient reported that the patient has a history of dvt, hemorrhages and coumadin treatment. The filter subsequently malfunctioned and caused leg pain and swelling, abdominal pain, and edema, post thrombotic syndrome, swollen ankles. The patient was prescribed warfarin, compression stockings, and had an endovenous laser ablation performed. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, and into organs (duodenal), tilt, blood clots, clotting, and/or occlusion of the ivc, and post-thrombotic syndrome, approximately 12 years post implant. Procedural details of the filter implant and patient medical history have not been provided. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Large thrombus within the vena cava and/or lower extremities may impede perfusion and cause venous insufficiency, also manifested by chronic leg swelling, pain, redness and ulcers. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section e2: & nbsp; not a health professional. Br.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to lower extremity edema, deep vein thrombosis (dvt), and venous insufficiency. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the patient has experienced clotting, occlusion of the inferior vena cava (ivc,) and post-thrombotic syndrome related to the device. According to the information received in the phase two discovery form, the patient has a history of hemorrhages and coumadin treatment. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, leg pain and swelling, abdominal pain, and embedment. According to the information received in the phase two discovery form, the patient has a history of dvt. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-thrombotic syndrome, lower extremity pain, edema, and swollen ankles. The patient was prescribed warfarin, compression stockings, and had an endovenous laser ablation performed. According to the information received in the updated patient profile form (ppf), patient became aware of the reported events approximately 12 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, blood clots, clotting, and/or occlusion of the ivc, and post-thrombotic syndrome. According to the information received in the updated discovery form, medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc perforation, duodenal perforation, and filter tilt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of one trapease filters on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to lower extremity edema, deep vein thrombosis (dvt), and venous insufficiency. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots nor clotting within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction is a potential complication of filter implantation. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of one trapease filters on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to lower extremity edema, deep vein thrombosis (dvt), and venous insufficiency. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.